Manufacturer narrative:
Visual analysis of the returned device revealed that the distal prongs are bent. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is design related. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that a nexlink polyaxial screwdriver was found to be worn during inspection. However, visual analysis of the returned instrument found that the prongs were bent. It is not known how or when the damage occurred.